Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports has not received the new aligners and the teeth have been chipping in numerous places since using the aligners. Additionally, patient has severe jaw pain and discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.